Event description:
Customer reported an issue with the passport 2 monitor, which may have impacted ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Service representative replaced the units main board and performed functional tests.